Event description:
My son was hospitalized after using the malem bedwetting alarm. The alarm overheated and burnt him on his neck and shoulder. He had to be treated and is still on medications. This product is dangerous. The FDA needs to look into this product and company.